Manufacturer narrative:
Investigation summary: bd received 3 photos for investigation. One of the three customer photos shows a luer adapter device broken off at the hub while being used with another device. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: breaks off. Bd was not able to identify a root cause for the indicated failure mode. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® multiple sample luer adapter, the adapter is getting stuck and sometimes breaks off in the vacutainer requiring forceps to separate the two. This has occurred in an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® multiple sample luer adapter, the adapter is getting stuck and sometimes breaks off in the vacutainer requiring forceps to separate the two. This has occurred in an unspecified number of devices. No adverse impact was reported regarding the patient or user.